Event description:
It was reported to philips that the device "shock not delivered while on cases". On (B)(6) 2018 the field service engineer confirmed the incident occurred during a routine operational check performed by the nursing staff. On (B)(6) 2018 the field service engineer confirmed there was no reported patient involvement/adverse patient impact.